Manufacturer narrative:
(B)(4). Investigation results the returned accutrac single-use holmium laser fiber was analyzed, and a visual evaluation noted that the laser fiber was returned in one piece. The laser fiber measured 315.7 cm from the end of the connector to the end of the fiber body. The exposed glass tip measured 4 mm and appeared in good condition. A functional evaluation revealed that there was distorted light from the sma connector, indicating a fracture within the fiber connector. No other problems with the device were noted. The reported event of the laser fiber stopped working was confirmed. It is likely that procedural handling of the device during set-up or use contributed to the fracture within the fiber connector. A fiber broken within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an accutrac single-use holmium laser fiber was used in a kidney stone removal procedure to treat kidney stones performed on (B)(6) 2021. The laser unit used was a auriga laser console. During the procedure, the beam only lit briefly before the laser fiber gave a loud crack and stopped working. The fiber was connected and disconnected several times to troubleshoot the problem. The fiber was removed and the procedure was completed with another accutrac single-use holmium laser fiber. There were no patient complications reported as a result of this event. Note: this event has been deemed reportable based on the investigation finding that the laser fiber was broken within the connector.